Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the pump battery was unable to charge. Blood glucose was not impacted. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, continued to use the pump for insulin therapy.